Manufacturer narrative:
(B)(4). He device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the pump head p2 door. To correct the condition, the pump head p2 door was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During recertification by a baxter service technician, a flo-gard infusion pump was found with physical damage on the pump 2 pump head door. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.